Manufacturer narrative:
Report source: (B)(6). Device evaluation: one cadd cassette sample was received in used condition without its original packaging. Immediate visual inspection found that the sample was received disassembled, where the rear housing and the front cover were not fixed to the pressure plate. The sample then underwent leak testing and leakage was detected in one of the top corners of ay bag. After the functional test was completed, a cut in the ay bag was detected located in the same point as the leak. Production performs a 100% in process inspection, in order to verify for occlusions, check for kinked tubing, verify correct cassette assembly. The leak test was also audited during ten (10) cycles, in order to verify that the leak test was properly performed, where each cycle five (5) units are tested. The leak test was performed according to the test method stated in the manufacturing procedure and no leakages were detected during the fifty (50) units tested. Additionally, the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Based on the evidence and investigation, the complaint allegation was confirmed. The ay bag was received in defective conditions from supplier, which was identified to be the problem source for the reported event.

Event description:
Information was received that a leak was detected in the primary packaging of a smiths medical cadd cassette reservoir. The reporter also noted that during preparation, a standard check is carried out to check for the presence of air in the cassette. The presence of air was detected with the cassette and when attempting to correct the air issue, leakage was detected. No adverse effects were reported.